Manufacturer narrative:
Ventec performed an initial evaluation on the device and verified the reported issue but a conclusion is not yet available. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported that a device unexpectedly shut down while a patient was under treatment and the audible inop alarm did not occur. There was no patient harm reported.

Manufacturer narrative:
H6: the device was returned for an investigation. The investigation determined an electrical component failed on the motherboard printed circuit board (pcb), which caused the reported issue. After replacing the pcb, proper device operation was observed through functional and performance testing.